Event description:
As reported, approximately 12 years and 6 months post the initial right tka, the patient was revised due to poly issues with flaking and delamination. A small portion of the medial tibia had signs of osteolysis. The poly and patella were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6) cem trap tib tray 204-04-22. (B)(6) ps cem. Femoral size 2, right 234-03-02.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear occurring over the 12.5 years of implantation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the most likely cause of the prosthesis wear could not be confirmed as potential contributions of user and patient-related considerations to the event could not be assessed as no relevant clinical information was provided and the devices were not returned for evaluation.